Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Low vault post icl implant was reported. Per updated information the surgeon states "at pow1 (postoperative week 1), the vault was around 400 microns so it looks like we are good for now. I did give miostat at the end of the case so maybe that caused some forward movement of her lens". Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.